Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A promus element plus stent was prepped for use, inflated slightly at low atms, and advanced to the ostium of the rca over a non-bsc guide wire. During deployment of the stent, the guide wire moved causing the stent to deploy in the aorta. The physician attempted to remove the guide wire and the delivery system with the balloon still inflated and stent attached into the introducer sheath; however, the stent dislodged from the balloon. A sheath exchange was made to an 8f and the stent was snared from the femoral. The procedure was completed with another stent. There were no further patient complications and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: (B)(6) 2013. Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).